Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), UDI #: (B)(4). Analysis of the 9734056 found insufficient information. Analysis of the 9733437 found a damaged camera or scu. As reported, the psu would not power up when connected to a known good system. This psu has not been previously returned for a failure. No product code, common device name, unique device identification (UDI) and/or PMA/510k provided as this device is not released for distribution in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported the positioning sensor unit (psu) could not be booted. There was no patient present when the issue occurred.